Manufacturer narrative:
Approximate age of device ¿ 6 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported on (B)(6) 2017 that the patient observed red heart and low battery alarms, and successfully exchanged the system controller; however, alarms still persisted and the patient called emergency medical services. When connected to a hospital power module, the system controller would not communicate with the system monitor, and vad parameters were unable to be verified. It was reported that the patient¿s chest was auscultated for signs of pump function, and no audible pump sounds were heard. Due to subtherapeutic inrs of 1.7 on (B)(6) 2017, and 1.5 on (B)(6) 2017, and pump reportedly being off for approximately for 30-40 minutes, a decision was made by the implanting center lvad clinicians to not to restart the pump. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
A user facility report (B)(4) for this event was received on 05/31/2017 stating: event desc: pt states that she was sitting down watching television when her left ventricular assist device (lvad) started to make noise and she started to feel different in her chest and she had a squeezing in her back. She stated that the vad said red heart alarm (low battery alarm). She connected to the power module and switched batteries however it continued to alarm. She therefore called emergency medical services (ems) and came to the hospital. When she arrived it seems that her lvad pump had malfunctioned and it stopped working. Upon arrival to the ICU, a swan was placed and her pap was 26/18/21 with co 4.2 and ci 2.12 and svr 990. She also was found to have a sub therapeutic inr and therefore the lvad was not restarted in fear that she could develop an embolic stroke. CT thorax showed no evidence of lvad complication. The lvad was replaced. Existing lvad was explanted and given to the thoratec representative to return to manufacturer for interrogation.

Manufacturer narrative:
The explanted pump and the two system controllers were received on were returned for evaluation. Evaluation of the returned pump identified a compromised percutaneous lead. The reported events associated with a red heart alarm were confirmed based on the evaluation results of the two returned system controllers. During the analysis, the system controllers were connected to laboratory equipment and both were unable to operate the test lvad pump in primary mode. Further analysis revealed that the primary drive circuitry in both devices was damaged, which prevented the devices from operating an lvad pump. The log files retrieved from the returned devices contained pump stop events, which were consistent with the damage sustained to the inner pcb. The damage to the primary drive circuitry components appeared consistent with an over current situation that could potentially occur from a vad/percutaneous lead issue. The pump was returned assembled with the percutaneous lead (lead) severed less than 1 inch from the pump housing and an 18.5 inch portion of the severed lead was returned. The inflow conduit was not returned. Continuity testing was performed on the pump end portion of lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the 18.5 inch portion of lead revealed no continuity issues. No shorts or discontinuities were found during the electrical continuity testing. Examination of the 18.5 inch portion of lead revealed that a portion of the underlying wires had been pulled out of the bionate prior to return and were in a loop. A specific cause for the wires being pulled out and a specific time at which it occurred cannot be conclusively determined. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulations of all 6 wires in between 7 and 8 inches from the pump housing. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in all 6 wire insulations would have had to potentially to interrupt function as a result of the exposed conductors of any of the wires contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.